Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp), a very slow helium leak was noticed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse filled the internal tank up, and after several hours it did show a slow leak. The fse narrowed it down to the check valve. To fix the leak issue, the fse replaced the valve, and let it sit overnight. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp), a very slow helium leak was noticed. There was no patient involvement, and no adverse event reported.